Event description:
Meter fades in and out and seems to be going dead even after the batteries have been replaced. Stated that the bottom half of the digits do not appear. A review of the system was conducted over the phone. The review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.